Event description:
A ventilator was returned to the manufacturer for service there was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. No data was able to be retrieved from the device. The technician noted there was an insect infestation in the device and it was returned to the customer unrepaired.